Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a troponin t value of 39.71 ng/l. The sample was repeated twice, resulting with troponin t values of 3331 ng/l and 3401 ng/l. No adverse events were alleged to have occurred with the patient. The investigation could not identify a product problem. The cause of the event could not be determined.